Event description:
No problem occurred during the first operation. The penning ii was displaced the next day (turn table at the radius). After one week, a second operation was performed. The fixator was displaced the next day, necessitating retightening the clamp screw every day.